Event description:
The customer reported that the image quality was extremely grainy in plus mode.

Manufacturer narrative:
The ge service rep adjusted the system ccd camera tracking output. The system operates as intended.